Event description:
Compalint alleged that duringa routine shift check by a clinican, the biomed testing, the device displayed a "defib fault 109" message. Complainant indicated that there was no pt involvement in the reported malfunction.